Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent episodes of lightheadedness. It was also reported that the right ventricular (rv) lead exhibited warnings for low bipolar impedance, short v-v intervals, possible oversensing and capture was unable to be confirmed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.